Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the chair goes in circles and the right motor is giving 8 ohms.